Event description:
A glass proportioning syringe on the nexgen elisa analyzer apparently shattered during routine operation. When the analyzer lid was lifted to investigate, glass shards were expelled into the area occupied by the operator.